Event description:
The technician alleged the brake steer is not holding when in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the brake steer casters to resolve the issue.